Event description:
The ge oec 9800 fluoroscopy system had intermittent issue with dropping images and cine malfunctions. System slow to respond to commands.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a spare wire in the interconnect cable was causing a short issue and the wire was clipped to prevent that issue. The hard drive was noted to be slow and was replaced with software and calibrator files re-loaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.